Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced persistent incontinence after the original implant. The balloon was explanted and replaced with a high-pressure one. There is no additional information reported.